Manufacturer narrative:
Technical services evaluated the returned product and could not confirm the reported issues. All scans were within published ranges. Unit was re-calibrated and returned. Additional part used: assy, probe, bvi 9400/9600; catalog: 0570-0351; sn: (B)(4).

Event description:
The customer reported that during an aortascan, using an assy, console, bvi9600 with probe, the unit had issues with printing and was giving inaccurate readings. No back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.